Event description:
An event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was stated in the report that the bottom of the clave was leaking. There was patient involvement but no patient harm.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Distributor details: (B)(4).